Manufacturer narrative:
Correction to MDR in blocks h6, b5, b6.

Event description:
It was reported that following an implant procedure, the patient experienced nausea, vomiting, and fever. The patient was prescribed with anti nausea and anti vomiting medication. It was also stated that the patient was given antibiotics. No further information could be obtained.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. No further information has been obtained.